Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
It was reported that during a routine follow-up, the patient stated that therapies were received two months previous, but a device check was not done. Review of the episode showed inappropriate vf detection for af with rapid ventricular response as well as alerts for possible output circuit damage, out of range hv lead impedance, and capacitor charge time limit reached. During device testing, aborted charges were also noted. The patient had end-stage cardiomyopathy, and non-device related sepsis. Device replacement was recommended, however the family elected to opt out and instead place the patient in hospice care.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory and was due to damaged transistors. The cause of the damage could not be determined.

Event description:
New information notes that the device was explanted and replaced. The patient was no longer septic at time of device replacement. Normal follow-up will continue.

Manufacturer narrative:
(B)(4).